Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens was tore. There was pt contact but no injury. Additional info was requested but not yet forthcoming. If any additional info is received a supplemental medwatch will be submitted.

Manufacturer narrative:
Eval: conclusion: a multifunctional scan investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.